Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "serious external complication" where a patient experienced ¿immediate swelling and sensibility disturbance under one eye due to a large hematoma¿ and ¿a month later, bilateral swelling under the eyes¿ after a patient was injected in the tear troughs with juvederm voluma. Treatment is noted as clindamycin. Events are ongoing at this time.